Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was not removing the air from their cartridge during the loading sequence. Tandem customer technical support informed customer that is off-label per the user guide. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.